Event description:
It was reported to boston scientific corporation that a genesys hydrothermablator endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, the hysteroscopy phase of the procedure was shortened due to the genesys console moving to the ablation phase prematurely. The physician was able to successfully complete the procedure with the same device without further complications. There were no issues with this inadvertent heating. The patient's condition at the conclusion of the procedure was reported to be fine. Requests for additional information have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device is unavailable for evaluation; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.